Event description:
Patient stated the minimed quickset needle is not long enough to get through callus skin. Patient is unable to get correct amount of insulin injected. Patient reported working with prescriber to obtain an alternate product.